Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2020-31288. It was reported that following an implant procedure on (B)(6) 2020, the patient had multiple falls and was admitted to the hospital on (B)(6) 2020. Manufacturer representative met with patient, who stated they have effective therapy and are feeling better.